Event description:
It has been reported to philips that the system could not move the c arm and no motorize movements were available. No harm has been reported to philips. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the table stops moving intermittently. During troubleshooting, fse found that the system's geometry and current calibrations were carried out by the engineer, who also successfully completed several 3d scans. A recalibration and calibration of the junction and c-arc current have been performed. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.